Event description:
During a hysteroscopy endometrial ablation procedure, a karl storz high frequency cord allegedly arced and snapped off at the instrument end. The free end of the cord swung against the pt's labia majora allegedly causing 2 x 1-2mm burns. The procedure was completed with a replacement cord with no further problems.